Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had dislodged. The lead was found to have no capture. The lead was programmed off until the lead was revised. The lead was revised and repositioned with it still in use. No patient complications have been reported as a result of this event.